Event description:
The device was returned to the service center with a report from the customer contact that the device requires battery charge. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen.

Manufacturer narrative:
The device was received on (B)(6) 2015. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.